Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button was detached from the pump and unresponsive. The reporter could not confirm whether the damage or the response issues had occurred first. The reporter denied any evidence of moisture in the pump. The pump was reportedly not cleaned. There is no adverse event with this case. This case is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the down arrow button contact was found to be inverted.